Manufacturer narrative:
It was performed the DHR, maintenance record analysis and quality notification analysis and one maintenance occurrence was found for this batch. Picture and sample were sent by the customer, and with that was possible performing an investigation and determine the root cause for the defect, confirming the complaint. The manufacturing process are validated with defined acceptance criteria. Picture and sample related with the occurrence were received. Analysis confirms multiple product in the same package and shield missing. Multiple product in the same package the root cause for this failure mode occurred due to one vision system failure according maintenance records. The failure was verified and corrected. Shield missing. The root cause for this failure mode occurred due to a screwing of the needle shield, due to flash on the point of it, during packing. In this step, if the needle shield has a flash on the end of the part, it will lock the part during loading in the blister tray.

Event description:
It was reported with the use of the bd precisionglide syringe needles there was an issue with missing protective shield. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide® syringe needles there was an issue with missing protective shield. There was no report of injury or medical intervention.